Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the transmitter had overheating. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the transmitter having overheating could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A voltage test was performed and passed. A nordic bluetooth device pairing test was performed and passed. A walk-around box test was performed and passed. A share log review was performed and passed. A transmitter download review was performed and a high transmitter battery temperature reading was observed. Confirmation of the complaint was confirmed. The probable cause could not be determined.